Event description:
This is the second report of two from the same facility, MFR report number (B)(4) ((B)(4)). An infinity xr2 was reported to have moved the pts' head and neck simultaneously during surgery. The pt did not incur an injury as a result of this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.